Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported door not fully latched alarms, caused by loose link screws. The link screws were tightened during the repair process.

Event description:
During baxter's evaluation of a spectrum pump, experienced a door not fully latched alarm. There was no patient involvement.